Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the ventilator and verified the reported malfunction. The fse verified a partial occlusion in the inspiratory limb of the hospital circuit. The hospital circuit with canister were discarded. The unit then passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, during patient use, a ventilator failed to deliver the set tidal volume. The patient was transferred to another ventilator without harm.